Event description:
On (B)(6) 2013 the pt presented to the facility with a ruptured abdominal aortic aneurysm. He underwent emergent endovascular aortic repair with a gore excluder aaa endoprosthesis. Approximately two weeks later (exact date not provided), computed tomography scan reportedly revealed a distal type I endoleak in the right common iliac artery. The leak was reported to be off the ipsilateral limb (rl t351418/11049495). It was reported that the pt's vasculature contained minimal thrombus and was mildly calcified. The physician did not indicate what may have caused the endoleak. On (B)(6) 2013, the pt was implanted with an add'l gore excluder aaa endoprosthesis contralateral leg component to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.